Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings: the keypad cover was found to be peeling from the bottom to the contrast button and was also torn at the ok button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. The up arrow and ok button contacts were found to be inverted.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that the keypad cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.